Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a tlif using rhbmp-2/acs and a peek interbody device. At an unknown time post-op, the patient developed severe back pain and recurrence of leg pain. There was a diffuse inflammatory response in the region of the posterior aspect of the cage and adjacent epidural space. The patient was treated expectantly.